Event description:
Reporter indicated the programming system was not functioning properly. Troubleshooting by a company rep was unable to find a problem with the programming system. A new programming system was shipped to the physician's office. Analysis of the returned programming system is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.